Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: fentanyl infusion at room temperature. Multiple persistent bubble alarms despite different methods of trouble shooting over 27 mins: bubble alarming, tubing and machine changed, flushed, air bubbles flicked out, tiny air bubbles flicked out/no alarm/tiny air bubbles flicked out, flushed out with 20 cc and machine changed again. Fentanyl bag is 130 mls with all the priming and flushing half the bag was discarded into garbage.